Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use, during dwell. The technical service representative assisted with troubleshooting. The se did not repeat. This writer contacted the home patient (hp) for a follow up regarding reported problem. The hp stated they finished therapy using manual supplies. The hp stated everything went well with manuals and the next night everything went well too. The hp stated that they did talk to their registered nurse (rn) regarding the alarm, and they were the ones that referred the hp to contact baxter regarding it. The hp stated they did not notice anything unusual with the supplies that could have let to the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for system error 2240 was not confirmed and the cause was not identified because the disposable set was not returned to baxter for evaluation, the lot number was not provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample is available and the lot number is unknown at this time. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.